Event description:
It was reported that the right ventricular (rv) lead had high elevated thresholds. During lead revision, two cuts were made into the lead in an attempt to pass wire access. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. If information is provided in the future, a supplemental report will be issued.